Event description:
The pt complained of not hearing as well as pt used to. Tympanometry showed a shallow tympanogram on the implant side. The surgeon did exploratory surgery and found infected tissue in the pt's middle ear. The infected tissue was removed. The pt is currently being treated with oral antibiotics.